Event description:
The customer reported that during a routine check of the unit prior to use on a pt, the unit generated a "fault code #53" during the "warm-up" period. The pt was switched to another unit and therapy was initiated. No pt injury was reported.